Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. All conductors were distorted and there was damage at implant.

Event description:
It was reported that during implant of the right atrial (ra) lead, it was difficult to advance the lead to the ra appendage with the inserted 7 french short sheath and the insulation became deformed. A longer sheath was used to place the lead in the ra appendage, however, the physician was unable to check the p-wave. The ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.